Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Using the provided printout of the patient¿s ECG waveform from reported event, physio-control performed a clinical review of the event and observed that the initial rhythm was wide qrs tachycardia. The device was in synchronous mode and although the sense markers were present, they were not positioned on each qrs complex nor were they all correctly placed. At the time that a 150j synchronized shock was delivered, the sense marker was placed on the t-wave, resulting in the rhythm converting to polymorphic ventricular tachycardia. The lifepak® 20e operating instructions advise the user to perform the following (synchronized cardioversion procedure, 4-18): ¿press sync. Confirm the sync led blinks with each detected qrs complex. Observe the ECG rhythm. Confirm that a triangle sense marker appears near the middle of each qrs complex. If the sense markers do not appear or are displayed in the wrong locations (for example, on the t-wave), select another lead.¿ based on the information available, physio-control has determined that it¿s reasonable to conclude that the cause of the reported issue was due to use error and not the result of a device malfunction. The user did not follow the synchronized cardioversion procedure instructions as stated in the lifepak® 20e operating instructions.

Event description:
The customer contacted physio-control to report that their device was used to provide a synchronized shock to a patient during a cardioversion procedure. The customer advised that the sense markers did not appear regularly on each qrs complex, and medical personnel were concerned that the patient had received a shock on the t-wave. The customer provided physio-control with a printout of the patient¿s ECG waveform. Upon review of the provided ECG printout, physio-control observed that the patient¿s initial rhythm was wide qrs tachycardia and that after receiving one (1) 150 joule synchronized shock, the rhythm converted to a polymorphic ventricular tachycardia. Physio-control contacted the customer in order to obtain additional information about the patient, including the patient outcome; however, no response has been received.